Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen had two grey bars and 2 white lines on top of a black screen which blocked the graphics and text. Customer's blood glucose level was 254 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.